Manufacturer narrative:
The field service engineer (fse) found the sample probe contaminated with clot/fibrin/protein. Abnormal probe sucking alarms were noted on (B)(6) 2019. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received questionable results for one patient sample tested for multiple assays on the cobas 6000 c (501) module. Of the mentioned assays, the sample had an erroneous result for crep2 creatinine plus ver.2 and ise indirect k for gen.2. No erroneous results were reported outside of the laboratory. Units of measure were not provided for the crep2 and k assays. The sample initially resulted with a crep2 value of 109.3, which repeated as 87.1 and 87.3. The sample initially resulted with a k value of 5.27, which repeated as 4.42 and 4.52. No adverse events were alleged to have occurred with the patients. The crep2 reagent lot number was 381188. The reagent lot number was asked for, but not provided. The k electrode lot number and expiration date were asked for, but not provided.